Manufacturer narrative:
The device has not been received for evaluation. Should it become available, a follow-up report will be submitted. Review of the complaint history reveals other reports have been received for this product for the reported issue.

Event description:
The facility's materials mangaer reported the valve on the device remaining recessed, causing blood to come out. The material manager stated that the facility has had mulitple problems with this product because of improper technique by the user while using the device. This was found during patient use with no reported patient injury or medical intervention needed. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved, or the set up of the device. Additional contact information was requested, but none was available.